Event description:
Needles bend at random pt unable to get dose. Dose, frequency and route used: use one needle twice a day. Diagnosis for use: insulin/diabetes. Event reappeared after reintroduction: yes.